Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the ECG electrodes. The irritation was described as red and itchy. The patient's doctor instructed to remove the lifevest in order to allow the skin irritation to heal. The patient's medical outcome is unknown, as further information was not provided by the patient.